Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles indicates that:the returned depth gauge shows light use during its 2.5 year lifespan. The device is in excellent condition and has no discernable damage. Relevant dimensions were checked and found to be in specification. The complaint condition was most likely a result of the method of use and not the device's design. The complaint condition could not be replicated and this complaint condition is unconfirmed. Drawing (B)(4) for the device(s) were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned device is multi use and is used for measuring holes to during screw selection. Since no discernable issues were observed with the returned devices, this complaint is unconfirmed. This complaint condition is possibly a result of method of use. But because the inspection of the returned components showed no issues, this complaint is unconfirmed. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is unconfirmed, and the design of the device did not contribute to this complaint. Service history review report indicates that the: lot #7948178, no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 27-jun-2012. The source of the manufacture date is the release to warehouse date. The customer reported the depth gauge was measuring too long. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 14-jan-2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The complaint received states that during a procedure a depth gauge was measuring two millimeters too long from the variable angle (va) forefoot/midfoot set. During procedure four screws were measured incorrectly. Surgery was delayed by requiring screw replacement for correct sizes, but it was unknown for how many minutes. Patient status/outcome was unknown and surgery was successfully completed. It was unknown whether another depth gauge was used to complete the surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A service history review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.